Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter leaked when connected to the ex-tube, "leakage occurred from the connection". There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter leaked when connected to the ex-tube, "leakage occurred from the connection." There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use? No. Device returned to manufacturer: yes.

Manufacturer narrative:
Samples and photos were received for evaluation. Received a total of two 22ga iag bc unit along with a 5ml terumo syringe an a miscellaneous extension set. DHR review could not be carried out as the lot number associated with this investigation is unknown. Unit 1 (used) there was no damage to the catheter tubing (i.e. Crimps, holes, kinks, splits, or wrinkles) observed. Slight damage was observed on the inside of the thread of the adapter unit 2: (unused). No physical-mechanical damage was found . Water/air leak test: attached the iso standard testing slip luer to the end of the catheter/adapters and performed the leak test. Unit 1 (used): leakage was observed at the connection of the female luer adapter and the slip luer test fixture unit 2 (unused): no leakage was observed on any of the components of the unit. Conclusion: the damage within the inner rim of the adapter that was observed in this incident investigation is manufacturing related and could be a potential for an unsecure / unsuccessful connection that could result in an open path where air could be introduced or leakage could occur in the clinical setting. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. CAPA 199226, had been initiated to investigate this type incident and identity the root cause.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter leaked when connected to the ex-tube, "leakage occurred from the connection". There was no report of exposure, serious injury or medical intervention.